Event description:
This case was reported by a consumer and described the occurrence of anemia in a (B)(6) female patient who received corega (super poligrip free denture adhesive cream) for "many years" dentures. A physician or other health care professional has not verified this report. On an unknown date, the patient started corega (dental). At an unknown time after starting corega, the patient experienced anemia. This case was assessed as medically serious by gsk. Treatment with corega was continued. At the time of reporting, the event was unresolved. The patient called gsk in response to a television commerical that stated poligrip may cause anemia. Super poligrip free is manufactured in (B)(4), and neither the product nor lot number for this product is available. (B)(4).